Event description:
Please refer to the 3rd page for a description of the incident. Procedure: hernia. According to the reporter: conventional hiato plastic: after usage of maxon gmm873l for closing abdominal wall sutured fascia opened up. The suture material did not grow in and was ripped out. There was a second surgery required to close the busted suture:laparotomy wound was compleatly undermined at total length , the wound ground was partially necrotic. With fibrin covered fascia at bare exposed maxon loop. At initial surgery: no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used. Patient female, (B)(6) years. Additional information received via email. What is the date of the original surgery and what is the date of the reoperation? Original surgery: (B)(6) 2014, reoperation (B)(6) 2014 2. What was the patient's original diagnosis? Will be checked with clinic. What were the findings at the time of the reoperation? Laparotomy wound was completely undermined at total length , the wound ground was partially necrotic. With fibrin covered fascia at bare exposed maxon loop. What is meant by the suture was ripped? Suture was open since wound was undermined at partial necrotic. Did the patient have radiation or chemotherapy prior to the surgery? Will be checked with clinic. What was the patient's preoperative medical history? Did that patient have any of the following: diabetes, obesity, hypertension, coronary artery disease, peripheral vascular disease, liver disease, autoimmune disorders, copd/asthma/emphysema, steroid use? Will be checked with clinic. The lot numbers for us201408-2037, us201408-2042, us201408-2044, and us201408-2049 are all the same. Can you confirm this? Additionally, were all sutures from the same box? Cannot be confirmed only assumed. Material from situs will be send in only for us201408-2037. I noticed under notes that all four ftr's were the same problem with the same client. Can you confirm that these were four separate patients/surgeries? Yes all separate patients/surgeries.

Manufacturer narrative:
(B)(4).